Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no available information on the customer's blood glucose level at the time of the event. A replacement pump was sent.